Event description:
It was reported that during a daily check, the autopulse platform was powered on with a mannequin on it. However, when the green "start" button was pressed to begin compressions, the lifeband did not size down. The platform displayed an "analyzing patient size" message and then eventually displayed a user advisory (ua) 16 (timeout moving to take-up position) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 09/05/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the battery latch lock was bent. The physical damage found during visual inspection is not related to the reported complaint of a user advisory (ua) 16 (timeout moving to take-up position) fault. The damage appears to have been due to mishandling (autopulse manufactured in november of 2012). A review of the autopulse platform's archive was performed and the reported complaint was confirmed. The archive data shows ua 16 faults to have occurred on the reported event date. Functional testing was performed and the reported complaint was confirmed. It was found that the motor controller board was defective. Based on the investigation, the parts identified for replacement were the motor controller board and the battery latch lock. In summary, the reported complaint of a user advisory 16 fault was confirmed based on the platform archive review and during functional test. The fault was found to be due to a defective motor controller board. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.